Event description:
It was reported to philips that the flexmove power-up failed, and an error log was reviewed and reboot performed on an allura xper fd20 or table. The clinical use of the system was outside of use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service rebooted the system, and returned the device to full functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).